Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2024, the patient experience that one infusion cannula was bent, and infusion set is for 2 days, the issue is high blood glucose which is treated with pen and the blood glucose at the time of incident is 450 mg/dl. The patient also gets symptoms of coma and diabetic ketoacidosis which can manageable. The blood glucose level when patient admitted to hospital is 500 and the time and date of hospitalization is thursday. The reason of hospitalization is ER visit and patient also reported positive test for ketones. No further information available.